Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer's current blood glucose was 400 mg/dl. Customer treated with intravenous and manual injection. Customer declined trouble shooting for high blood glucose and declined to perform a care link upload. The insulin pump will not be returned for analysis.